Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin was squirting out during the manual prime process. Customer's blood glucose was 92 mg/dl at the time of the incident. Customer stated that he was not wearing the pump during priming. Customer was explained that liquid on the inside of the tubing connector can temporarily block the vents that allow proper priming. Customer stated that he sees a gap between the piston and the reservoir stopper during prime. Customer stated there was one line under 1 in the reservoir. Customer was asked to change the reservoir and infusion set. Customer stated that the insulin did not continue to drip after letting go of the act button. Customer was unable to successfully prime the set. Customer was explained that the infusion set change resolved the issue. Customer was explained to keep the top of the reservoir and tubing connector dry before connecting.